Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer successfully loaded a cartridge and resumed insulin therapy, resolving the issue.